Manufacturer narrative:
Reference: (B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint. The levers inside had to be adjusted. The triggers are attached to steel plates inside the handle. The freeze trigger is attached to a plate that locks (p/n 400009 ~0.018" thick) onto the base of the valve body while the defrost trigger is attached to a simple plate (p/n 400008 ~ 0.010" thick) that releases the lock thereby defrosting. The plate on the defrost trigger had engaged the trigger plate but not enough to release. This unit was manufactured in 20017. The failure had occurred over time on one unit out of 43 on the original work order. The root cause for this complaint condition is not definitively determined but likely due to a weakened release lever plate and considered an isolated incident. Correction and/or corrective action: the unit was repaired and returned to the customer under warranty. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. Was the complaint confirmed? Yes. Preventative action activity : coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "not defrosting" reference repair order: (B)(4). Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "not defrosting" reference repair order: 92122. (B)(4).